Event description:
On an unknown date a patient in saudi arabia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient had stoma site discharge. After a visit to the hospital, the patient was diagnosed with a stoma site infection and underwent a swab / culture. On (B)(6) 2024, the patient's physician decided to stop duodopa therapy, remove the tubing, and prescribed an unspecified oral antibiotic. After two days of taking the antibiotic, the patient felt discomfort and the antibiotic was discontinued and the patient began treatment with 2% fusidic acid w/w cream twice daily for 5 days. On (B)(6) 2024, stoma site infection resolved.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.